Manufacturer narrative:
Catheter: model: 8731, lot# b002148n52, implanted: (B)(6) 2003, unknown. (B)(4).

Event description:
It was reported that the pump "failed" and the patient was "really sick" two days before the report. It was stated that the issue was "kind of ongoing; it started a couple of years ago". The patient was in the hospital "read to die because of the pump". The pump was infusing baclofen.